Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, the haptic was found to be straight. The physician did not feel comfortable using the lens. There was no patient contact. Additional information has been requested and received stating that the procedure completed on the same day. In the surgeons opinion, quality issue of the product contributed to the event.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).